Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a portion of a csi viperwire guide wire was left in the patient. The physician treated a lesion using a csi orbital atherectomy device (oad), but when he attempted to remove it, he was unsuccessful. The physician was eventually able to remove the oad from the patient, but the wire remained stuck. The physician cut the wire at the groin access point and left the remaining portion in the patient. The patient was discharged home, but returned home the following day complaining of leg pain. Additional information was requested, but was denied by the facility.